Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and all insulators were breached cut. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal ion oxidation , the outer insulation had cosmetic environmental stress cracking, the outer tubing overlay had a cosmetic environmental stress crack, the outer insulation was breached cut and the outer insulation had a cosmetic depression. Evaluation summary for (B)(4): the distal portion of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the outer tubing overlay had a cosmetic environmental stress crack, the outer insulation was breached cut, there was a white substance found on the outer overlay tubing, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead had noise, oversensing and a possible fracture. It was further reported that the atrial lead was damaged during the explant of the ventricular lead. Both leads were removed and replaced. The patient reported hearing device alarm and burning sensation over the site of the device. The device remains in use. No patient complications have been reported as a result of this event.